Event description:
Attorney reported: in 2007 - the pt underwent a parastomal hernia repair, a large composix kugel patch implanted during this procedure. Within a few weeks of having the defective kugel patch implanted, the pt began suffering extreme abdominal pains for which she sought treatment from her physicians. The pt's physicians struggled to diagnose the cause of her suffering. Due to the increasing pain which the pt was experiencing and evidence of inflammation, and other problems associated around the hernia repair site, the pt's surgical wound did not heal. The pt underwent several months of wound therapy. At approx 5 months later, the pt's physician performed surgery for a parastomal hernia with infected mesh. The physician's notes reflect that the pt had "an infection of the mesh that is causing her to have a chronic draining wound. As well as a lot of pain in that area." During surgery, the physician found "an extremely large amount of inflammatory tissue around the mesh and this dissection was difficult, and took over an hour using electocautery to dissect the mesh extending laterally, inferiorly, superiorly, lateral to medial." The entirety of the patch was excised because the defective kugel patch was the source of the pt's pain and complication. A pathology report showed that a "fistula track extends from the skin surface to the mesh." The pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While fistula is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time.